Manufacturer narrative:
(B)(4). Device is not being returned for evaluation. Although the device is not being returned clinical details regarding axial alignment were. Healthcare professional stated that they felt that their angle was off which is why it snapped. Root cause of the reported failure mode is due to not maintaining axial alignment during insertion. No further investigation is warranted at this time.

Event description:
It was reported that while implementing a labral repair in the hip, the healthcare professional inserted third anchor during their case and the inserter (inside the anchor) snapped off into the patient. The metal part was retrieved from the patient with a grasper. There were no additional complications and no injury to the patient. Healthcare professional stated that they felt that their angle was off which is why it snapped. The case was completed successfully with the broken anchor as the fixation was adequate once the fragment was removed and disposed of. No other complications noted.